Event description:
It was reported that while in the cath lab, the md inserted the sheath into the femoral artery. The md could not insert the intra-aortic balloon (iab) into the sheath because the membrane unwrapped. As a result, another iab was used to complete the insertion. There were no reported pt complications. Additional info received by the customer on 09/10/2009 stated "the iab was prepped per instruction. It is unk the amount of time that the iab was prepped prior to handing to the md for insertion. The iab was removed with the sheath and the md inserted another sheath and iab successfully."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.